Event description:
Info received indicates, the head end of the stretcher will not engage in brake.

Manufacturer narrative:
The tech found the head end brake linkage was broken. He used a brake/steer upgrade to repair the stretcher.